Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On the morning of (B)(6) 2023, the patient woke vomiting and his cgm displayed 300 mg/dl. He had not eaten dinner the prior evening. The parent offered soda and water but continued to vomit. The parent took the patient to the hospital where a bg was performed which was 454 mg/dl; the cgm displayed 298 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with insulin. The following day, the patient was released after ingesting breakfast. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.